Event description:
It was reported that this implantable device displayed an error message (device declared safety mode). It was also noted that the patient complained of feeling discomfort/fatigue. It is intended that a generator replacement procedure will be performed. At this time, this device remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. It was also noted that the patient complained of feeling discomfort/fatigue. It is intended that a generator replacement procedure will be performed. At this time, this device remains implanted and in service. No adverse patient effects were reported. Additional information: despite good faith efforts to obtain additional information, no further event details have been provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.